Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing and chamber. The manufacturer received information alleging unable to stand or move and sneezing and itching. The patient reported being admitted to the hospital for high blood levels. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.